Event description:
It was reported that during a gastric bypass, the device was fired across the stomach and no staples were deployed into the transection. There was no reported pt consequence and one device is being returned.